Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up obtained from the clinic that the ICD is at elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was alarming. The patient also reported that their ICD ¿battery is dead¿ and needs replacement. The ICD remains in use. No patient complications have been reported as a result of this event.